Event description:
It was reported that it was noted on set up before use (not setup on a patient) that there was a foreign material in the drip chamber.

Manufacturer narrative:
The device was not received for evaluation.